Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 lots of bd vacutainer® k2 edta 2.0ml blood collection tubes the tubes were underfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese: customer has allegedly detected a volume failure in tubes, which are not filling the whole volume of blood during acquisition.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes, d9: returned to manufacturer on: 19-oct-2023. H.6. Investigation summary: this complaint is unable to be confirmed. Bd received twenty (20) samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that during use with 2 lots of bd vacutainer® k2 edta 2.0ml blood collection tubes the tubes were underfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese: customer has allegedly detected a volume failure in tubes, which are not filling the whole volume of blood during acquisition.

Event description:
It was reported that during use with 2 lots of bd vacutainer® k2 edta 2.0ml blood collection tubes the tubes were underfilled. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese: customer has allegedly detected a volume failure in tubes, which are not filling the whole volume of blood during acquisition.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: h.6. Investigation summary: bd received twenty (20) samples and two (2) videos for investigation. The videos were visually examined and the indicated failure mode of underfill was observed. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was confirmed for the indicated failure mode of underfill based on video analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.